Event description:
It was reported through a service report that the front loading wheel broke off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: broken wheel; head section.